Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc tested the subject device connecting with the endosurgery medical control unit, communication converter and ultrasonic generator which is possible to use in the same equipment. Since the setting value of the electrosurgical generator was reflected correctly, it could not be duplicated the reported phenomenon. Also there was no problem for other functions. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the investigation and the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the insufficient connection between the subject device and another component such as the remote cable or to the device abnormalities in other devices of the same equipment set. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use the setting value of the electrosurgical unit (esg-400; olympus) could not be reflected to the medical control unit for endosurgery (uces-3; olympus) when the subject device was used combination with the uces-3 and the esg-400. Since it could be solved with restarting the set of equipment, there was no problem for any procedures. There was no patient injury associated with this report.